Event description:
It was reported that a spectrum pump alarmed "system error 105". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the "system error 105". The device was found out of specification in relation to the system error. The motor screws were severed which is a known contributor to system error 105. The motor assembly was replaced.